Event description:
It was reported that a screw was missing from the trigger of the device at the user facility. Though requested, information was not available regarding patient involvement, medical interventions or adverse consequences.

Manufacturer narrative:
The reported event that the trigger screw was missing was confirmed through the visual inspection. Any physical impact to the pointer can cause product damage.

Event description:
It was reported that a screw was missing from the trigger of the device at the user facility. Though requested, information was not available regarding patient involvement, medical interventions or adverse consequences.